Event description:
It was reported that the right atrial (ra) lead was removed and not replaced due to unstable thresholds. It was also reported that the right ventricular (rv) lead had variable and unstable thresholds and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analysis was performed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. A distal portion was received measuring 43 cm. Concomitant product: 694765 lead, implanted: (B)(6) 2009. (B)(4).